Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) pacing lead was removed due to occlusion and replaced with a defibrillation lead during a device upgrade procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.